Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12032. It was reported the pt is experiencing pain, discomfort, and warmth from his midback to his buttocks. This occurs all the time, with stimulation on or off. The sjm territory manager checked the impedances and all were in normal range. The territory manager has reprogrammed to lower the settings. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.